Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient experienced toxic anterior segment syndrome (tass) of the right eye after surgery. This was the second case of the day. A questionnaire was received from the surgeon. Additional information has been requested but none has been received.